Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml infumorph (morphine) at 0.689 mg/day. The reason for use was spinal pain. It was reported that the pump reservoir was empty. The doctor stated he is seeing the patient for the first time and there is an empty reservoir. The patient was on the way to the office at the time of the call. The last pump refill occurred and the caller thought the pump had been empty for about 6 weeks. On (B)(6) 2019 was the low reservoir alarm date and it was programmed at 2 ml¿s. The caller was inquiring about next steps. Troubleshooting was performed with the caller and they reviewed pertinent information per the caller's inquires, including options for empty reservoir. It was calculated per the caller's information that the empty reservoir occurred around the first week of (B)(6) 2019. Caller will confer with the patient. They were due for a refill. Pump considerations were reviewed, including why no priming is needed, dosing considerations, refilling and monitoring for volume discrepancy and efficacy, considerations for catheter and tubing patency/damage, option of interrogating pump to confirm empty reservoir alarm, and option of aspirating the reservoir. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). Regarding the cause of the pump going empty, the patient did not make an appointment for a refill. Regarding actions/interventions taken to resolve the empty pump, it was reported the hcp attempted access and the pump was empty. The hcp planned "to replace." The patient was seen in the office on (B)(6) 2019 and this is when the empty pump was first observed, per the hcp. The patient's weight was not recorded.